Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a lowest blood glucose of 65 mg/dl and contacted support while trending upward after consuming oral carbohydrates, with no alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and continued home monitoring without emergency care or hospitalization. Investigation included troubleshooting and education conducted by customer care. Investigation of this case revealed an undetermined cause for the hypoglycemic event. It was concluded that the event was user-managed with symptom resolution and that the cause remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.